Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the user alleged insulin pump was over delivering insulin because blood glucose level was still low after taking carbohydrates. Customer stated that they experienced low blood glucose level. Customer reported that the reservoir was leaking. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information given in the device section was incorrect with the initial report. The correct information has been provided with this report.